Event description:
It was reported by the patient that post a coronary drug eluting stenting treatment procedure the patient has experienced "mental problems." The patient stated that since the taxus express2 stent was implanted he has had mental problems, specifically forgetfulness. However, the condition has been improving recently. Additional information was requested but is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.